Manufacturer narrative:
(B)(4). This event was the result of a use error; there was no allegation reported against the baxter product by the customer. For this reason, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. This complaint for a report of a system error 2240 was confirmed. The root cause was user error- failed to follow therapy steps.

Event description:
The home patient (hp) contacted baxter's technical service center regarding a system error 2240 alarm which occurred on the homechoice (hc) during use during dwell 3 of 5. The hp had disconnected and reconnected prior to the alarm. Global technical service clarified on (B)(6) 2011 that the hp had not stopped therapy when he disconnected aseptically. Corporate product surveillance contacted the hp on (B)(6) 2011. The hp had notified his nurse about the incident, and therapy since then has been going well. There was patient involvement but no injury or medical intervention was reported. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.